Event description:
It was reported that an asymptomatic patient presented in clinic with incorrectly dated episode logs. Device had went into backup mode 2-3 years prior. Variation in the egm channel labels were also noted. Device diagnostics were cleared and device remains implanted. Patient condition was fine since the last follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.